Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: the UDI is not known as the part and lot number were not provided

Event description:
Clinical study name: crd_1003 ¿ vantage clinical study patient ID: (B)(6). It was reported that this was an arteriotomy closure of the left common femoral artery using the pre-close technique via a 10f sheath hole prior to a transcatheter aortic valve replacement (tavr) interventional procedure. The suture of a prostyle device was successfully pre-placed. The tavr procedure was completed using the 10f sheath. Hemostasis was achieved with the pre-placed prostyle suture. Reportedly, post-procedure a hematoma was noted at the access site. An ultrasound was performed and a pseudoaneurysm was found. Medication/thrombin was used to treat the hematoma and pseudoaneurysm and the patient remained hospitalized in stable condition. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the production records and complaint history of the reported device could not be conducted because the part and lot numbers were not provided. Corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. However, the treatments appear to be related to the circumstances of the procedure. The patient effects of hematoma and pseudoaneurysm are listed in the electronic prostyle instructions for use (IFU) as possible adverse events of use of the device. There is no indication of a product quality issue with respect to manufacture, design or labeling. D1 correction: brand name updated. D2a correction: common device name updated. D3 correction: name, address updated.